Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown biomet abutment loosened.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown biomet abutment was not returned. Since product has not been returned, visual/functional inspection could not be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the abutment loosened 2 years ago, and is unable to provide any event information. Due to limited information provided (no part and lot numbers) and no product available for further evaluation, the complaint could not be verified. A root cause for this complaint could not be determined. In the event further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.